Event description:
It was reported that the fowler was not raising properly. No adverse consequences were reported.

Manufacturer narrative:
Weld. Investigation determined that the broken weld caused manual CPR to become inoperable; however, the fowler was still able to electronically lower.